Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4). Cleared under #510k130576. Batch history review: the batch number is unknown. Investigation results: the device was not returned for evaluation. Conclusion: without any element for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the exteriorization of the access port. It is worth noting that 3 similar cases were reported by the same end customer. This is a known complication of the access port implantation and that several factors can contribute to device exteriorization : too superficial implantation of the port (must be between 5-10 mm below the skin surface), the patient may lose weight with time, and the port becomes too superficial; incision over the port septum (can weakened the skin); poor maintenance of the port; patient intrinsic factors; allergy; leakage of product from the port, especially chemotherapy drugs (may be due to needle not stabilized, needle not in the septum, use of non huber type needles, etc); infection; radiation over the port site (leads to fragile skin). This is a rare incident. No corrective action is currently envisaged.

Event description:
Ulceration of the skin with exposure of the port with consequent need for early removal.